Event description:
According to the initial information received, a right and transseptal left hearth catheterization procedure was performed and a 20mm amplatzer septal occluder (aso) was successfully implanted in an (B)(6), male patient (B)(6) on (B)(6) 2012. During aso placement, the patient experienced first degree heart block which resolved on its own. The patient was kept overnight for monitoring and developed second degree heart block the following day. The patient returned to the cath lab where the aso was percutaneously removed and the heart block resolved.

Manufacturer narrative:
Review of the medical records and images received by sjm's in-house medical consultant is as follows: one cd with fluoroscopic images revealed of images of balloon sizing and the device after release. The balloon sizing clearly shows that the balloon was stretched significantly. Aggressive balloon sizing was seen on fluoroscopic imaging provided, hence a larger amplatzer septal occluder (aso) was used. The aso was removed after the patient experienced a second degree heart block. Complete resolution of heart block after device removal.

Manufacturer narrative:
The amplatzer septal occluder (aso) was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 9f torqvue loader without any deformities. The device was returned within specifications. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of the investigation are inconclusive, since the return product met specifications prior to shipment and there were no anomalies found with the device during our evaluation. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.